Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was successfully implanted. No defibrillation threshold (dft) testing was performed due to the patient's condition and end stage renal disease. Upon coming out of anesthesia, the patient coded. Physicians added a percutaneous heart pump in hopes to stabilize the patient, but the patient passed away the following night. There were no allegations against the s-ICD system, the patient passed away due to complications from anesthesia. The system was not expected to be explanted post-mortem.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.